Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. Aprox. 3 years post procedure, the patient has stenotic failure with pannus formation on valve inflow. Mean echo gradient 52mmhg. CT shows valve frame inflow: 21.7mm, mid: 20.4mm, outflow: 22mm. Now a thv in thv procedure was performed. Predilation performed with 21mm trueballoon at 18 atm, produced an expansion of thv frame. Invasive gradient measured at 12mmhg. 23mm s3u deployed at nominal. Post-dilation with delivery system balloon (17cc inflation volume again). Invasive gradient measurement 4.5mmhg. Procedure was uncomplicated.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The root cause of the under expansion of the first valve was small annulus/lvot anatomy. The patient final outcome was a good result and the patient was discharged home day.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint pannus formation on the valve was unable to be confirmed due to unavailability of medical record/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, ''approximately three years post procedure, the patient has stenotic failure with pannus formation on valve inflow. Patient had nyha class iii symptoms. Mean echo gradient 52mmhg. CT shows valve frame inflow: 21.7mm, mid: 20.4mm, outflow: 22mm. Valve was under-expanded due to small annulus/lvot anatomy. Now a thv in thv procedure was performed''. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, the reason behind the pannus formation with increased gradient was unable to be determined at this time. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.